Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier (mlca) did not move, but the tip bent freely. The customer used a backup mlca instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The issue occurred prior to clip application (instrument in patient). The instrument jaws moved by itself when it was not being operated.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and reported failure was confirmed. The instrument was found to have a bent grip and the tip did not align with the other grip. The grips did not show cracking damage. Components adjacent to this bent grip do not show damage. Review of the provided image is consistent with the alleged complaint: the medium-large clip applier tip was in bending position.